Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, several auto mode switch episodes were observed. The physician suspected the episodes were due to emi. Programming changes are planned to be made in (B)(6) 2016. The patient was in good condition.